Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced device retention issues. Subsequently, the patient underwent revision surgery on (B)(6) 2016, in order to explant the internal magnet and have a fixture placed. Post re-implantation, the patient developed an infection at the suture site and was subsequently treated with topical antibiotics (date and duration unknown).